Event description:
It was reported that a patient¿s lead has migrated from t8 to t9 since a lead revision that occurred last tuesday. It was stated that they were planning another revision tomorrow to address the recent migration. It was noted that the caller was ¿looking for a way to place an anchor without disconnecting the lead from the implantable neurostimulator.¿ additional information received reported that the lead had moved back down, but the anchor had not moved. It was stated that the cause of the event was unknown. It was stated that the patient experienced no stimulation in the back. It was reported that a strain relief loop was created and the anchor tightened during the revision. It was stated that the patient outcome was unknown until post-op.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID ne u_unknown, serial # unknown, product type unknown. (B)(4).